Event description:
It was reported that during surgery, the cage fractured upon impaction. There was a greater than 30 minute delay to remove the cage but no further patient harm or surgical impact reported.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The product was not returned for evaluation. However, photos were provided (attached in cmp) which show the device broken into three pieces. The site of the fracture is at the plate installation slots, and not at the threaded inserter connection. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The cause is likely attributed to not having the cage impactor aligned properly with the cage during cage installation and impaction, as this condition will result in the plate contacting the cage, leading to cage breakage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the cage fractured upon impaction. There was a greater than 30 minute delay to remove the cage but no further patient harm or surgical impact reported.